Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the picture was reviewed, and revealed that the post of the insert is fractured. The clinical/medical investigation concluded that, the provided photocopied x-rays appear to show an intact right tka; however, do not provide insight into the reported post breakage. Correspondence indicated no further medical documentation is available, and the current patient health status remains unknown. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. It is unknown if the backup device used was the same as that which broke during the tka. Technique error cannot be ruled out. The patient impact beyond the reported post breakage and use of a backup to complete the surgical procedure cannot be determined. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected and/or surgical technique. Due to the need for a backup device, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, an unkn journey bcs knee insert device (right insert sz 7-8 9mm) broke. The procedure was resumed, without any delay, using a s+n back-up device. No pieces fell inside the patient. Patient was not harmed as consequence of this problem. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).